Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided "73j1600354", belongs to another product code. No device will be returned for investigation. (B)(4) samples were taken from the current production ((B)(4) visistat 35r) lot #73a1700311, the samples were functionally inspected according with the quality procedure and the issue reported "staples not latching" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. The manufacturer will continue to monitor and trend related events.

Event description:
The staples are not latching properly. The patient's condition was reported as fine.